Manufacturer narrative:
(B)(4). Results: evaluation of the returned product shows when tested using new batteries the alarm did not sound properly and the tone selector feature did not work. The unit did not pass functional tests. (B)(4).

Event description:
The customer reported that the alarm has no power. The alarm was tested with new batteries. There was no visible damage found. There was no patient incident or injury reported.